Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An email from the patient's attorney reports the patient alleges "has been using the CPAP since 2019 and has high level inflammation throughout his body, migraine headache, chest pain, chronic coughing and wheezy throat". The patient states, " has had multiple medical issues while using device. He is currently not using device". Conditions are: " pain in chest wheezing, inflammation, sinus infection, upper respiratory issues. He would like a new machine asap". No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. B1 was corrected to product problem. (Adverse event and product problem both was checked in previous MDR). B2 was corrected to other serious or important medical events. (Previously it was blank). H1 was changed from serious injury to malfunction.